Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump was received, with a critical pump error (open book image) alarm, after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test, due to the critical pump error (open book image) alarm. Successfully downloaded the pump history and trace files using thump. A review of the history and trace files reveals, no fatal or critical error handling alarms that would trigger a critical pump error (open book image) alarm to occur. The main error log and detailed trace file reveal on (B)(6) 2024, there were three consecutive critical error handling pump error 3 ((B)(4)) alarms (motor_arm_comm fault), which triggered the critical pump error (open book image) alarm, due to an error in ipc communication registered in the main application. The main app initiated ipc packet transmission, but the motor didn¿t raise the handshake signal within 100 ms timeout. The error parameter shows, driver status 5: status_timed_out and main_intern_usart faults ID# 0x46 registered by bootloader. Which typically occurs, in case of ipc problems fault isolated to the hardware. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted, during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads and pillowing keypad overlay. Critical pump error (open book image) and pump error 3 alarms are confirmed. Fault isolated to the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.